Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery depleted quickly and shut off. There was no reported adverse impact to customer's blood glucose. Customer charged battery and resumed insulin therapy.